Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support (tts) and no issues were identified. Reportedly the customer is using cold insulin. Tts informed the customer that cold insulin is off label per the tandem user guide. Customer successfully resumed insulin deliveries after the system check. Customer¿s blood glucose level was 290 mg/dl.